Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a discolored display, an unaligned/non-functional vibratory motor, and a cold soldered circuit board. This report is made based on the results of an investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2012 with the following findings: testing performed rewind, load, and prime with no alarms emitted. Removed pump from case. Inspected lead screw and motor drive assembly. Display was faded and pink. Removed display, placed new good display, and display contrast returned to normal. The vibrator motor was not functional. Removed pump from case, vibrator motor was out of alignment. Realigned vibrator motor and test, vibrator motor was functional. The audio was not functional. Removed pump from case, inspected audio circuit and a component was found to have three pins not fully soldered to printed circuit board. Resoldered pins and audio was functional.